Manufacturer narrative:
Eval result: fowler, release.

Event description:
It was reported by service report that the fowler goes down when weight is on it. No pt involvement or adverse consequences are reported.